Event description:
Additional information received the ipg was explanted, replaced and relocated.patient now has therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient hit the ipg site on a doorway about a week ago and since then patient felt stimulator was not working. The ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention is planned to address the issue.